Event description:
The customer called carefusion technical support to report that they are constantly getting the error message "transducer fault" (xdcr fault) on the screen of one of their units. They also mentioned that the unit does not ventilate. This incident occurred during setup. There was no patient involvement.

Manufacturer narrative:
(B)(4). A carefusion service representative determined that the probable cause of the reported event was a faulty main printed circuit board assembly. He installed a new main printed circuit board assembly, and ensured proper operation by allowing the unit to run for two hours. He then performed operation tests to confirm that the unit was performing according to manufacturer specifications. The alleged faulty main printed circuit board, was returned to carefusion on february 11, 2015 and is awaiting evaluation. Once evaluated, a followup medwatch report will be submitted.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the main pcba and entered event error log, notice multiple transducer failures. Perform calibration on pt802, failed at 0cmh2o calibration. Findings: reported problem was duplicated and isolated to transducer pt802. This issue is addressed in and internal correction.